Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted not irregularities with the device, casing or header. Pressing on the device casing did confirm the field allegation. The noise is normal and can be reproduced on other emblem devices. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that prior to implant this subcutaneous implantable cardioverter defibrillator (s-ICD) made a loud clicking/cracking noise while holding it firmly. The noise could be recreated while pressing near the "b" in the emblem logo/labeling engraved on the device can. The device was not implanted and will be returned for analysis.